Event description:
Related manufacturer reference number: 2017865-2023-10650, related manufacturer reference number: 2017865-2023-10651. It was reported that no capture was observed on the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. An x-ray revealed all leads had pulled back and braided, consistent with twiddler¿s syndrome. All three leads were explanted and replaced in a procedure on (B)(6) 2023. There were no adverse health consequences, the patient was stable.